Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed under-sensing exhibited by the implantable cardioverter defibrillator (ICD). There was no patient symptoms reported. Further information was requested but not received.